Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the beeping stopped during the procedure. Approximately two years ago, a patient was undergoing radiofrequency ablation (rfa) in an unspecified location with this rf3000 radiofrequency generator. During the procedure, the device stopped "being beeped". There were no patient complications reported.